Event description:
The initial reporter stated they received discrepant results for two patient samples tested with gluc3 glucose hk gen.3 on a cobas 8000 c 702 module. No incorrect results were reported outside of the laboratory. The first sample initially resulted in a glucose value of 29 mg/dl and repeated as 95 mg/dl. The second sample initially resulted in a glucose value of 43 mg/dl and repeated as 74 mg/dl. The glucose reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The field service engineer determined the syringe mechanism was not properly installed, as a spring was missing. The syringe was correctly installed and the spring was added.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.